Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0kmyx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient noted that the healthcare professional (hcp) has been notified . It was reported that the patient has been emergency hospitals, emergency room with 2 different diagnosis. It was noted that the patient has gained about 15 lbs in less than a month and has been laying up in her couch for 2 months. The patient takes pain medications that are not doing enough relief and the patient feels the pain on her left side of her body. The patient is planning on going to her hcp's office and plan on continuing her care with her previous hcp. The patient prays that the battery will be removed and a new one will be placed in. In addition, the patient noted her hcp said she has been living with a broken lead after 2 and a half years. It was also reported that the patient will be undergoing a procedure to replace the wire that was broken on (B)(6) 2018, but not the battery. Also, the patient turned off the battery before going to a store with a high frequency of metal detectors. Sometimes the patient forgets to turn it off, which is very frustrating, as noted by the patient. The patient issues has been going on since 2015. (Omitted information regarding previous and current hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that, since moving to a bigger city that was near airports, cell phone towers, ¿devices in the skies,¿ and the patient going in and out of stores with metal detectors, they would feel a shock from the bottom of their feet up through their body. They also believed that this was causing their implanted neurostimulator (ins) to turn off. When they checked their device the night prior to the report, it was off. These shocks were ongoing and they were experiencing shocks in their apartment building. They were wondering if the security or electronic devices in their apartment were malfunctioning due to squirrels eating the wires. They also stated that they were told their system ¿came out of the bladder and was beating up against the stomach wall.¿ the patient then spoke with their doctor, who said ¿it didn¿t sound like that¿ and they were told they had constipation, which is what they were feeling. The patient declined turning off the therapy because they had urinary retention and it would ¿blow up¿ on their left side with the therapy off. They were going to follow-up with a physician the day after the report. These issues had been occurring for the last month. There were no further complications reported or anticipated.